Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of pacemaker mediated tachycardia (pmt). The health care professional (hcp) requested a review of the stored data from technical services (ts). Upon review, the stored electrogram (egm) showed that some pmt episodes appeared to be initiated by either patient premature atrial contraction (pac) rhythm or supraventricular tachycardia (svt) rhythm. It was noted that the device arrhythmia algorithm successfully terminated the pmt episodes. Further review of the egm, it was believed that loss of capture (loc) on the right atrial (ra) lead was observed, however, ts was unable to confirm the loc. Ts recommended device programming options to the hcp. At this time, the device remains in service. No adverse patient effects were reported.